Event description:
Title: computer-assisted secondary orbital reconstruction. This study presents a case-control study of 33 patients who underwent secondary orbital reconstruction, evaluating techniques and outcome. A total of 33 consecutive patients with previously treated by poly-p-dioxanone (pds) foil (n ¼ 15), titanium-dynamic mesh (n ¼ 10), pds foil and titanium-dynamic mesh in combination (n ¼ 2), and open reduction and fixation only (n ¼ 6). Reported complications include of: hypoglobe (n=?); treatment: for secondary orbital reconstruction -enophthalmos (n=?); treatment: for secondary orbital reconstruction -limited motility (n=?); treatment: for secondary orbital reconstruction -hypoesthesia and exophthalmos (n=?); treatment: for secondary orbital reconstruction -diplopia (n=?). Treatment: for secondary orbital reconstruction. In conclusion, these techniques provide avaluable tool for optimization of secondary reconstruction of bony structures. The effect on facial soft tissues is still insufficient and has to be taken into account when preforming surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: craniomaxillofacial trauma and reconstruction https://doi.org/10.1177/1943387520935004.